Manufacturer narrative:
Onsite testing on august 26, 2014 of the involved devices by a spacelabs field service engineer (fse) confirmed all equipment worked to specifications. The nurse reported to the fse that she thought the low limit for heart was set at 40 bpm; however the fse found the alarm set at 30. The fse also performed extra testing of the lead wires. All but the white lead wires (right arm) did not pass testing, however as these lead wires were not in use during the event they did not affect the data. The testing was witnessed by a facility staff member. Patient retrospective data provided by the customer was reviewed by a spacelabs lead software engineer. The customer also provided the automatic monitor strip recording that is generated by the central monitor when an alarm event occurs. Both the retrospective data and the automatic monitor strip recording confirm a low heart alarm occurred at 09:13, which is within the time frame that the customer reported. The strip recording documents that the low heart rate alarm limit on the product was set at 30 bpm. A low heart setting of 30 does not occur through any spacelabs default or auto set features; the only way to obtain a low heart rate setting of 30 is for the user to manually set the alarm to that level. To summarize, the telemetry central monitor alarmed at the appropriate time for low heart rate per the low rate alarm limit setting of 30 bpm as evidenced by the automatic alarm strip recording from the central monitor. On the basis of our evaluation, we have concluded the monitoring system did not malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
The customer reported that the heart rate low alarm limit was set to 40 beats per minute in mcm (module configuration manager). The patient's heart rate went below 40 bpm but the monitor did not alarm. The nursing reported no one reset alarm limits. Spacelabs sent a field service engineer to evaluate the devices onsite and obtain additional information from the clinical staff. Functional tests were performed on the subject devices according to the service manual and all tests passed. There were no non-recoverable or fatal errors listed in the error logs. The investigation is ongoing. We will file supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a telemetry patient with transmitter model 90347-05 and receiver module model 90478 failed to generate an alarm at the central monitor model 91387-38 when the patient¿s heart rate went below 40 beats per minute (bpm) on (B)(6) 2014 between 09:00 and 09:15 a.m. The patient was designated as ¿do not resuscitate¿.

Event description:
Spacelabs received a report that a spacelabs telemetry monitor failed to alarm when a patient's heart rate was below the low alarm limit. The patient started dropping heart rate and went into bradycardia and then asystole and then the patient died.